Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, the fiber body was broken into two pieces. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.